Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicated that the lead was attempted due to patient anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the lead exhibited no issues or allegations. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to patient anatomy. This ra lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.